Event description:
The patient's vendor reported that the patient experienced elevated blood glucose of 274 mg/dl on 2 occasions in 2009. The patient stated that the infusion set occluded after many hours of use, and the patient stated that the needle was "bruised." The patient changed the infusion set an injected insulin via pen to lower blood glucose. The patient's normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.